Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that nothing is being done. The stimulator is off and was uncomfortable.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on october 11, 2021. The patient reported that they received a follow up letter requesting additional information. They reported that the ins hadn't worked since (B)(6) 2020, but clarified that it did work but it was electrocuting them and that they had spent time in the hospital and had suffering. They were redirected to their doctor to address this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported stimulation has been off for a month or so because the stimulation being on was causing pain. Patient reported they met with a rep for reprogramming yesterday but had trouble with stimulation being on again during the night. Patient reported stimulation caused pain similar to restless leg syndrome and had pain shooting on both sides. Patient reported pain was different last night. Patient did not want to play with the intensity levels due to the pain. Patient was redirected to hcp office to check settings and request rep to meet with again. Additional information was reported that the patient turned their ins off. The patient needs an adjustment or reprogramming. No resolution, the patient pain is severe on and sometimes off. Additional information was received. It was reported patient's pain stimulation device was not working correctly. They noted they were in more pain than prior to the stimulator being implanted. Additional information was reported a move the stimulator did not like - random. Steps taken were program adjustments. No resolution, stimulator turned off, the stimulator site is often hot and painful. (B)(6) 2020 awful pain. Pt had 5 babies, this is worse. Banding from back around abdomen. Up legs. Fingers. And hands , back, everywhere. Could not move, crying. Husband tried to help, pt screamed do not touch me. Pt was coiled in fetal position unable to move. Could not move or be touched. Subsided after pain meds and sleep. Pain returned in about 4 hours. Pt called hcp, he said to double pain meds. Pt was better but pain returned after meds wore off. (B)(6) 2020 no better. Once pain. Meds wore off pt could not be touched or move. Pt called hcp realizing something was very wrong. His nurse said he would call back . By about 2pm pt called back, the nurse advised that hcp would not prescribe pain meds because pt had a contract with a pain doctor. Pt advised her they did not, never heard that before. Nurse said they could not help. Pt called a rep, he could not help. Pt was in intense pain. Pt called another hcp, pt was hysterical. He finally helped patient and is patient's hero. After saturday pt started recovering quickly. Like a switch being flipped all was better until (B)(6) when it started again. Just once in a while but pain would be intense. By (B)(6) pt found that turning off stimulator was the answer. Pain meds helped but pt have no more. It terrifies pt. Also what happens if pt stay not being able to be touched or move? Pt voiced their dissatisfaction with the hcp.